Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead implant procedure, lead could not retract after turning more than twenty times prior to the lead touching the patient¿s body. Lead was not implanted and a new lead was implanted. Patient was stable.

Manufacturer narrative:
The reported event of screw unable to retract was not confirmed in the laboratory. Analysis was normal. No anomalies were found.